Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 496 mg/dl and 129 mg/dl within 10 minutes on the performa nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips.